Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician attempted to pre-dilate an unspecified lesion located in an unspecified location with a 15x2.0mm quantum maverick balloon catheter. The balloon ruptured on the first inflation at 14 atms. The device was removed intact. There were no shaft kinks noted on the device prior to use. The procedure was completed successfully with another 15x2.0mm quantum maverick balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed, and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).